Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 42 cm distal of the is-1 connector pin. Only the proximal part of the lead was returned for analysis. The analysis detected a deformation of the lead body 18 cm distal of the is-1 connector pin. The insulation was damaged in this area, as well as the coating of the rope conductors. The characteristics of the damage manifestation speak for massive mechanical stress of the lead in the implanted state due to strong pressure onto the generator housing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an estimated implantation period of 76 months, oversensing with shocks were reported and loss of sensing on the atrial channel. The lead was capped on the (B)(6) 2018. An implant date was not provided.